Event description:
It was reported that this right atrial (ra) lead was surgically revised with the same stylets due to lead dislodgement. This ra lead remains in service. No additional adverse patient effects were reported.